Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the emergency room due to slow heart rate, upon device interrogation, no capture issue and pectoral stimulation was observed. Lead impedance and r-wave values were normal. Patient refused to be admitted and opted to follow up with his own physician. Patient presented to his physician¿s office two days later and high rv pacing threshold issue was observed. Lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable.

Event description:
New information received on october 8th, 2018 states that lead fracture and high impedance lead issus were also observed.